Event description:
A physician attempted an arteriotomy using a starclose device. After the clip was deployed the physician had difficulty removing the device. The device was surgically removed. The patient is doing fine.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.